Manufacturer narrative:
Date rec'd by MFR: 14jun2019. The field service engineer (fse) replaced the touchscreen. The fse calibrated the new touchscreen. The device passed all required testing and has returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 16aug2019, date of report : 20aug2019. A touchscreen assembly was return for analysis. An investigation was performed and the ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reported display shows only half. The field service engineer (fse) confirmed the reported issue. The fse reported determined that unit is in need of a new touch screen and not a new lcd screen. Fse placed order for part, once part is available and delivered fse will return to completed request. There was no patient involvement. The device was not in clinical use at the time the issue was discovered.